Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and observed the reported issue. It was determined that the device was no longer under warranty and not field serviceable. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and was unable to power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be a shorted integrated circuit, designator u4, on the digital pcb assembly, which caused excessive off current, which depleted the internal hybrid layer capacitor batteries and resulted in the device not powering on.